Manufacturer narrative:
Further investigations have determined the issue to be consistent with inadequate pre-analytic sample handling. Upon review of the alarm trace, sample clot alarms for the analyzer were recorded and alarms for the linked ise module were also recorded.

Manufacturer narrative:
Repeat testing was performed on a second c702 analyzer. The total protein reagent lot number was 573780. Medwatch fields a2., a3., and d4 have been updated.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined as no sample material or additional information was available for further investigation.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas 8000 c 702 module. The sample initially resulted in a total protein value of 114.2 g/l and this value was reported outside of the laboratory. Protein electrophoresis testing of the patient did not agree with the initial value, so the sample was repeated, resulting in a value of 69.7 g/l on (B)(6) 2021. The total protein reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The evaluation conclusion code has been updated.